Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the rep that the first tct75 instrument misfired and the staples were all malformed. A second tct75 was opened and it would not fire at all. The surgeon used sutures to complete the case.